Event description:
.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
.

Event description:
Boston scientific received information that during a routine follow up visit, noise was found on all this right atrial (ra) lead right ventricular (rv) lead and left ventricular (lv) lead. Review of an electrogram (egm) revealed that there was oversensing on only the atrial channel. During further device testing all other measurements were confirmed normal. In addition, a lateral chest x-ray was completed with no visual signs of lead damage. The patient is being booked for a elective device replacement in the near future. Additional information was received that during the routine device replacement procedure, the leads were unable to be removed from the device header. No adverse patient effects were reported. The device and leads were removed and replaced.